Event description:
A malfunction on the pump was reported by the caller, although no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as the issue did not cause levels to exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared.